Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed, and the occlusion was found to be within the cartridge. Customer's blood glucose was 176 mg/dl at time of report. Reportedly, "gel-like" insulin was observed coming out of the cartridge pigtail. Customer changed the pump supplies to address the issue.